Manufacturer narrative:
The issue was resolved for the customer by the customer ordering new mattresses and changing their cleaning procedures to follow the protocols within the manual.

Event description:
It was reported via repair work order that the mattress has fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mattress has fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.